Event description:
It was reported that balloon rupture occurred.the 90% stenosed target lesion was located in the severely calcified and mildly tortuos left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However after the second inflation at 14 atmospheres the ballloon ruptured. The procedure was completed with a different device from different manufacturer and different size successfully. There were no patient complications nor injury reported.